Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: estimated date. The original tweet referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
A (B)(6) was read that was seeking responses to the following question: "has anyone ever come across this before? The hydrophilic portion of the proglide device separated from the main body, inside the femoral artery". This medwatch report captures the response: ¿happened to me as well. I was using stiff wire though and I am guessing the stiff wire broke it in half.¿ no additional information was provided.